Event description:
It was reported to medtronic minimed that the customer reported out of the box physical damage to the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, scratched case, stained keypad overlay, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, serial number label missing, end cap address label missing, partially broken retainer and reservoir tube cracked. In conclusion, customer concern for out of box was not confirmed. Cosmetic damage was confirmed where cracked battery tube case, cracked case corner of belt clip rails and cracked battery tube threads were noted. Retainer ring damage confirmed where partial broken retainer ring and cracked reservoir tube were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.